Event description:
It was reported that a malfunction alarm occurred with the pump, displaying malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy.